Manufacturer narrative:
Additional manufacuring narrative: other, additional manufacturing narrative (if other): the returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed., corrected data:

Event description:
It was reported that the spo2 never picked up a signal on a ventilator patient that had an event. The sensor had been placed on the patient's wrist. By the time masimo representative was on site the sensor was moved to the foot and the customer was getting good readings. Since this, the nurses state it has happened several more times. Every time the patient has a bradycardia episode, the pulse ox drops out. During bradycardia event they did not get a reading. The child appeared dusky and they had to bag him. The biomed found the nurse an lnop cable and sensor and has since put it on the patient with no further issues.